Event description:
It was reported the patient's morphine pump was currently not working. It was reported ¿the pump doesn¿t function and hasn't worked in years¿, no other details known or reported. It was noted the infusion pump stop working and needed to be replaced but patient didn't want to have surgery as she had other health issues going on at the time. Pump was not being used for drug therapy. It was later reported the patient's chose not to maintain the pump. The patient was elderly and had dementia and had been missing appointments due to the dementia and moving in and out of state. The patient's managing healthcare provider (hcp) had not seen patient since last refill on (B)(6) 2011. Patient alarm date would have been (B)(6) 2012 but the patient decided to discontinue therapy. Patient was instructed about when the alarm would sound. Patient was then advised to see a surgeon for proper removal. There was no pump problem noted since last refill on (B)(6) 2011. At last refill, patient had preservative free morphine in pump. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).